Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #314.05, synthes lot #a4ef954 release to warehouse date: 31-oct-1995. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two small fragments broke off a screwdriver tip while inserting one of three cannulated screws during an open reduction internal fixation (orif) of a right femoral neck fracture on (B)(6) 2017. The fragments of the screwdriver were retrieved. The screw was inserted. The surgery was successfully completed with patient outcome as expected. This complaint is for one (1) device. Concomitant devices report: [unknown cannulated screws] (part #: unknown, lot #: unknown, quantity: 3), [unknown guide wire] (part #: unknown, lot #: unknown, quantity: 1), and [unknown screwdriver] (part #: unknown, lot #: unknown, quantity: 1) this report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product development investigation was completed. The report indicates that the: customer quality (cq) engineering investigation: this complaint is confirmed. The distal hex tip has sheared off as reported and was returned. The oblique fracture occurred at the transition from round shaft to distal hex tip. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A dimensional inspection of feature(s) relevant to this complaint could not be accurately obtained at cq due to the oblique fracture pattern and the deformation that occurred prior to ultimate breakage. A material check or hardness check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for this 21+ year old 4.0mm reusable cannulated screwdriver tip breaking. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force used during surgery and/or consistent use and cumulative wear over the part's lifetime (21+ years). No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No new malfunctions were identified as a result of the investigation device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.